Event description:
As reported by the user facility: foreign matter was observed inside the drip chamber. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Eleven (11) unused samples and one (1) photograph were received for evaluation. Both the provided photograph and the one (1) sample with open packaging appeared to have embedded degraded plastic on the drip chamber. The other received samples were noted to meet internal specifications. A review of the nonconformance database was performed for the reported lot number, and no abnormalities or non-conformance's were noted during the in process or final product inspection. Based on the evaluation of the samples and photograph, the reported defect of foreign material is confirmed. Incidents of embedded contamination are normally attributed to degraded/burned material that may have become trapped in the vents at the time the part was molded. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.